Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The ICD was explanted and replaced. The patient's condition was unknown.